Event description:
The customer reported the fluoroscopic image was torn effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.